Event description:
A malfunction alarm was reported, indicating a high blood glucose level, although the exact value was not provided. The customer's blood glucose level exceeded the threshold, suggesting an adverse impact on their health. To address the issue, the customer sought assistance from tandem technical support, which provided instructions to reset the pump. After the reset, the malfunction did not recur, and the customer was able to continue using the pump, with an understanding to contact support should the problem arise again.